Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was not powering on. The pt stated that he was unable to test for about 2 weeks prior to an event that occurred 2 days prior to contact. At around 1:15 am, the pt started feeling light-headed and "had shadows around" his eyes. The pt tried testing his blood glucose before, during, and after he had the symptoms but was unsuccessful due to the power issue. He did not take any actions to treat himself after attempting to test with the reported meter. After the symptoms developed, the pt went to a hospital. The pt's blood glucose was tested in the hospital using an unidentified device and a result of "283 mg/dl" was obtained. The pt was treated with a "saline" and insulin via injections. He tests 4-8 times a day and takes sliding-scale "r-insulin" and "n-insulin." The pt was unable to provide the details of his insulin regimen or how he treated himself while the meter was not powering on. The pt tried replacing the meter's battery but this did not resolve the power issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claims he is insulin-dependent and was unable to test with the reported meter for about 2 weeks, developed symptoms, sought medical attention, and rec'd treatment for hyperglycemia.